Event description:
Vapotherm received a medwatch report from the FDA on june 19, 2009. The medwatch report was filed by (B)(6) hospital for (B)(6) the product involved was a precision flow respiratory humidifier unit that delivers humidified heated gas to a pt. The precision flow is not a life supporting device. An investigation was performed on the precision flow unit that was involved in the incident. We found that a circuit board component had overheated and caused the internal magnetic pump drive stator to stop working. The component overheating was caused by a gap between the pump stator cup and its mating unit housing surface. Vapotherm is unaware of any pt harm and the hospital's report does not report any pt's concern.